Event description:
Prior to implantation, the graft was outstretched and measured by the dr using a ruler; the graft's length was found to be 25cm. The dr elected to use the graft anyway by anastomosing it to a vein end as a patch. The graft was left in. The pt did not experience any complications.